Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned voyager nc dilatation catheter noted blood and contrast visible in the inflation lumen and in the loosely folded balloon, consistent with preparation and a rupture while in the patient anatomy. An indeflator, filled with water, was used to pressurize the balloon below the rated burst pressure (rbp) and fluid was observed leaking from a pinhole over the distal marker, confirming the reported rupture. There were no visible scratches. Balloon ruptures can be affected by numerous factors including, but not limited to, balloon damage during manufacturing, materials, interactions with the stent or other devices, patient anatomy, a previously implanted stent, lesion calcification and tortuosity, or insufficient preparation prior to use. Scanning electron microscopy (sem) analysis determined the balloon failure may possibly be attributed to mechanical damage to the outer surface. The leak was located over the distal marker along a fold crease. It was reported that no leaks were noted during preparation for use, which may indicate that the rupture was not present prior to the procedure. The patient anatomy was moderately calcified which likely contributed to the reported difficulties. It is likely that the balloon material was damaged (scratched) during interactions with accessory devices, or the lesion/anatomy, such that the balloon ruptured during inflation at 16 atm which is below the rbp. A review of the product manufacturing records did not reveal any non-conforming material records associated with this lot that could have contributed to this complaint and all lot release testing met manufacturing criteria. Additionally, a query of the complaint-handling database was performed and there have been no other incidents reported for this lot. There is no indication of a lot specific product quality deficiency. Based on the information received with this complaint, the returned product and sem analysis, the reported balloon rupture appears to be related to circumstances of the procedure and not a product quality deficiency. All dilatation catheters are visually inspected and leak tested during the manufacturing process. Additionally, a sampling of units is destructively tested to verify rated burst pressure and balloon integrity.

Event description:
Reportedly during use of the device in the left anterior descending artery with moderate calcification, the balloon ruptured at 16 atmospheres during predilatation. There were no patient effects. A clinically significant delay in procedure was not reported. No additional event or patient information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow-up will be submitted with all relevant information.